Event description:
It was reported that the customer experienced a high blood glucose level. Specific value was unknown but was displayed as "high." Customer corrected the high blood glucose with a correction bolus via pump and manual insulin therapy. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.